Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the cannula housing detached from the spring of the inserter prior to insertion on (B)(6) 2026 while the patient was removing the spiraling part during tube unwinding. No further information available.